Event description:
Event date is unk, although it was reported to have occurred about two weeks prior to the date the event was reported to boston scientific corp. Note: this is one of two complaints that occurred during the same procedure. Reference MFR report number 3005099803-2009-05667 for the associated device report. It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure (age: pt is over 18 yrs old). According to the complainant, when an attempt was made to clip the lesion, the clip would not come off the catheter. A second was used with the same result. The procedure was completed with a third resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).